Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000482, serial/lot #: unknown. A medtronic representative went to the site to test the equipment and the system failed imaging modality testing. The mobile viewing station (mvs) would not power on and the f11 and f12 fuses were blown on the mvs board. The f11 and f12 fuses were replaced on the mvs board which resolved the imaging modality failure. The system then passed system checkout and was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the site's mobile view station (mvs) was unable to turn on. Technical services (ts) had walked the site through powering on the system, checking for line power and power itself. Ts also mentioned checking the switch on the back of the monitor. No power was noticed on the mvs. There was no patient present when this issue was identified.